Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); exp date: 10/31/2016; mfg date: 10/31/2015: battery/(B)(4); exp date: 10312016; mfg date: 10/31/2015: this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the vad coordinator observed switching behavior with a short no power alarm. The led on the controller was also switching. No consequence to patient. Additional information received states patient was in the hospital at the time of the event and that a 'critical battery alarm' was noted prior to the switching. The malfunction could not be replicated by manipulating the connectors and the issue was resolved with the device exchange. No additional information available.

Manufacturer narrative:
Controller con189922 and batteries bat209726, bat209635 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, serial ID, or cycle count. Analysis of the controller revealed that the device passed visual inspection but failed function testing, as it was unable to communicate with external batteries, resulting in critical battery alarms. The controller was still able to start up and accept power from both power sources. Internal inspection of the controller revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged. This damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. This likely contributed to the reported "switching" behavior; the controller unable to read battery information will switch back and forth between the power sources. The returned batteries operated as expected during bench testing. Analysis revealed that these devices passed visual examination and functional testing. Note: as received, con189922 had the "smr" update installed. The most likely root cause of the reported event can be attributed to a damaged integrated circuit responsible for communicating to external batteries. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger critical battery alarms. Bat209726 - battery, (B)(4). Bat209635 - battery, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.